Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.